Event description:
It was reported the customer was receiving no delivery alarms and motor error alarms. The customer also reported their insulin pump would only deliver 7/10th of a unit of insulin. Customer's blood glucose was unknown. The customer declined troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.